Event description:
The user facility biomedical department reported the automated impella controller (aic) having a controller failure. The aic was removed from use and the instructions for use (IFU) were followed and a backup console will be used for a patient support. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller error (yellow alarm) has been completed. Data analysis: for the given complaint, it is most likely referring to the unexpected controller shutdown alarm. The previous bootup, the console was undergoing field testing for impella connect and at the conclusion the console was unexpectedly shutdown. Most likely, the transport switch was flipped so, since the a/c power was removed, the console immediately shut off. This would not cause an attempted reboot and would trigger a 603 alarm on the next boot up. Device analysis: the console performed as expected. The series of events performed in the field could be performed resulting in the same aic logs as seen from the complaint date. Root cause: the cause of the unexpected shutdown alarm was most likely a user-initiated shutdown. D9 date device returned to manufacturer added.